Event description:
Pt had two cypher sirolimus drug eluting stents inserted, left main, ramus in 2004. Pt was ok up walking, functioning well, had two meals, was in for overnight stay in hosp. Some 10-12 hours after cypher stenting procedure suffered a massive stroke. This was followed by a steady decline in health resulting in death six months later. Dr at the time claimed to be baffled by this stroke event. While looking into stroke rehabilitation, the family discovered that the drug eluting stents were suspect in many stroke and death events since its release for use. The cardiologist was confronted with this info days after the event and at first claimed to know nothing of the suspect cypher devices and then the more reporter advised him reporter had read and learned of, his knowledge grew in minutes. In later conversations regarding the pt's health the cardiologist was rude and defensive. Reporter asked the cardiologist if he was reporting the event to the FDA and cardiologist claimed cardiologist would: after six months of waiting, reporter could find no evidence cardiologist had reported the event.